Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an obstetric epidural placement without issue, a failure to administer a physician bolus using the pump (pcea machine) was noticed due to a 'downstream occlusion' alarm, despite no difficulty performing a manual syringe injection. Changing the pump, it was the same problem. Changing the infusion cassette the issue was resolved. The reporter says that the problem was recurring, it happened three times during the last two 24-hour shifts. Changing the cassette caused a loss of time and delays in managing the patient's pain. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.